Manufacturer narrative:
Integra has completed their internal investigation on 03/29/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: during investigation, an intermittent failure was observed when the cable was flexed at the connection between the catheter and the pre-amp connector resulting in camcabl cable not reading the catheter properly, thus internal wire connection failure. Also, dents in housing and signs of damage to the insulation of the temperature connector were observed during incoming visual inspection. The DHR review has been deemed satisfactory. A minimum of 12 month review of camcabl monitor customer complaints was completed using the following key words "cable to catheter connection failure" and a root cause "internal wire connection failure" in search criteria. This review encompassed from dates 02-oct-2014 to 22-mar-2016. A total of (B)(4) complaints were reviewed of which (B)(4) complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 1st identified complaint for the reported failure associated with the camcabl cable due to internal wire connection failure. No trend has been identified. The failure analysis investigation has concluded the cause of the camcabl cable not reading catheter properly was due to an intermittent failure at the connection between the catheter and the pre-amp connector when the cable was flexed, thus internal wire connection failure. From previous investigations, the weakness or breakdown of the connection can be potentially caused during production of the raw cable material by the supplier or during manufacturing / assembly of the camcabl cable (B)(4). However, since the cable passed functional inspection within specifications it can be concluded that the intermittent failure is related to the supplier.

Event description:
The new cord was not reading the catheter properly. When inserting a catheter, it will say "catheter initializing" then accept and show a number. Seconds later, the number drops and it says "catheter initializing." Additional information has been requested.